Event description:
Spontaneous. (B)(6) (infusion m) reported that pump malfunctioned. When she was trying to prime before starting infusion, it makes the typical sounds it normally does but prime doesn't occur. She never had this issue before and stated she's able to do it with the previous pump she had on hand. Rph went over the pump sheet details with her and it matched with what was on the pump. No missed dose or adverse event reported. Pump available for return. No further information. Reported to (B)(6) by: health professional.